Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on and there was crack. Customer stated they accidentally dropped the insulin pump and there was a big line on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. Customer concern: customer was at the hospital for 10 days. She said that she was trying to turn the insulin pump but it wouldn't turn on. She said that she was on the hospital she accidentally dropped the pump. She said that there is a big line on the screen. Device had minor scratched display window, missing display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Device powered up properly after the test battery was installed. Device was monitored for 10 days. No blank display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing.no pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the insulin pump trace download. Device passed the functional testing. No blank display noted. Device had a minor scratched display window. No damage noted on the lcd glass. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.